Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in one piece. Final analysis found external insulation abrasion breaching the optim sheath at 7.1cm to 7.6cm from the connector pin consistent with lead friction to device can. The silicone tubing was not abraded in this location.

Event description:
This report is to advise of an event observed during analysis.